Event description:
The initial reporter stated that the pump was "stuck at step 2" of the infusion for five hours. They stated that the first three steps should be completed in 45 minutes. They did not provide the full programming of the pump. The initial reporter also stated that there were "almost two vials of 20 mg left" but they did not state what the total to be infused was. It is unclear if the pump was under delivering or if there was another issue occurring. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint and that they had been able to complete the infusion using gravity supplies. No other information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmdg.